Event description:
It was reported that inappropriate antitachycardia pacing was delivered for sinus tachycardia. The event is suspected to be due to poor morphology match scores. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.